Event description:
It was reported during that use the micro sagittal saw ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection motor damage was found.